Manufacturer narrative:
(B)(4). It was reported that during preventive maintenance the device failed to detect paddles ECG. There was no pt involvement. The local philips service rep evaluated the device and resolved this issue by replacing the power pca.

Event description:
It was reported that during preventive maintenance the device failed to detect paddles ECG. There was no pt involvement.